Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) failed to deliver shock during tachycardia episode. No intervention was reported. Patient condition was unknown.